Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported under delivery could not be reproduced. The unit passed flow rate testing and procedure and was found to deliver within design specification. Additional flow rate tests were performed with the unit passing. Upstream occlusion and downstream occlusion tests were performed per spectrum service manual with unit passing. The unit also passed additional upstream occlusion and downstream occlusion tests.

Event description:
It was reported that during testing, a device over-infused. The customer stated that he set the pump to deliver 50ml, and it delivered 55ml on three separate occasions. It was also reported that there was no patient involvement.